Event description:
The iab pumped for 12 hrs. The dr had difficulty removing the iab. During removal, the iab was cut and the remainder was surgically removed. (Event complications: portion of iab entrapped/surgically removed-rpt'd 7/23/97). (Pt's current status: unk-rpt'd 7/23/97).